Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came in clinic with symptoms of redness and pus around the pocket area. The system was explanted due to infection but was not replaced. Infection cause was unknown. The patient condition was stable during and post procedure.